Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and oversensing episodes on the device were noted potentially due to electromagnetic interference (emi). No further intervention was performed at this time and the device will continue to be monitored. The patient was stable with no adverse consequences.